Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The low reservoir alarm and no delivery alarm functioned properly. The pump was programmed with a 2.0 unit fixed prime, and water did exit the infusion set. No delivery anomaly was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device did not alarm no delivery alarm or low reservoir alarm when the reservoir was empty. Customer's blood glucose was 7 mmol/l. During troubleshooting, device passed the displacement test. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.